Manufacturer narrative:
Correction: added code a2304: off label use. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A farawave catheter was selected for use during a pulsed field ablation (pfa) procedure utilizing the farapulse system. The procedure included pulmonary vein isolation and posterior wall ablation, performed via two transseptal punctures. Following the procedure, the patient showed electrocardiographic changes consistent with pericarditis, specifically pr segment depression. The physician treated patient with colchicine. The patient was discharged the same day without further complications. It is currently unknown whether the catheter will be returned for evaluation.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A farawave catheter was selected for use during a pulsed field ablation (pfa) procedure utilizing the farapulse system. The procedure included pulmonary vein isolation and posterior wall ablation, performed via two transseptal punctures. Following the procedure, the patient showed electrocardiographic changes consistent with pericarditis, specifically pr segment depression. The physician treated patient with colchicine. The patient was discharged the same day without further complications. The device is not expected to be returned for analysis.